Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: on 12may2022, after an evar case, a successful deployment of the manta 14fr device into left femoral with no issues. In the right femoral, the first manta device attempted to insert bypass tube/device into the manta sheath but was unable to be accessed due to extreme resistance in sheath valve. So, another device was opened and attempted insertion of bypass tube/device into sheath valve, great resistance was again felt then the valve gave way, and a pop/cracking noise was heard. The vascular surgeon then proceeded to follow the rest of the IFU steps to place collagen on arteriotomy, hemostasis was not achieved, when blue tube retracted, and excessive blood flow was seen. Steps repeated, flow slightly reduced after 5 minutes but was decided to perform a surgical cut down to check the vessel. Additional information: during an evar procedure under ultrasound, a single micro-puncture access was obtained in the right medial cfa. There were no reported complications with access. The cfa had no calcification and tortuosity. The manta depth was measured at 3.5cm. During the tavr procedure, there were no issues with advancing and withdrawing procedure sheaths. Prior manta deployment, the sbp was 130mmhg and 30mg of protamine and 5000iu of heparin were administered intravenously. Current patient condition is reported as fine. Associated to MDR 3010252479-2022-00241 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, no issues were encountered advancing or withdrawing the procedural sheaths. No angiogram was used as this is a theatre vascular procedure, only ultrasound was utilized to gain access. A 14f ce manta was deployed for closure in the left femoral without complication. A 14f ce manta was then attempted in the right femoral. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered extreme resistance attempting to advance the bypass tube into the sheath hub. The first 14f ce manta device was removed, the first manta sheath remained in place, and a second 14f ce manta device was opened. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered great resistance attempting to advance the bypass tube into the sheath hub. The physician attempted to push the bypass valve into the hemostatic valve, and when the valve gave way, a pop/cracking noise was heard. The physician proceeded to continue through the steps of deployment, however, hemostasis was not achieved. When the blue lock advancement tube retracted, excessive blood flow was seen. The physician attempted a second re-advancement which only slightly decreased the blood flow after five minutes. The physician then chose to do a surgical cut down. The excessive blood flow may be potentially from improper tension applied while attempting to secure the implant and maintaining correct positioning of the tamper tube while increasing tension on the manta closure handle prior to hearing the audible click. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no details submitted regarding the manta positioning and conditions as seen during the surgical intervention, and no angiograms available for investigative purposes, a root cause of the excessive blood flow cannot be determined. The IFU states in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedural requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Associated to: MDR fu-3010252479-2022-00241 manta.